Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6943-58 lead, implanted (B)(6) 2001-03. (B)(4).

Event description:
It was reported by the patient that the patient's "health is worse" with the current implantable cardioverter defibrillator (ICD). The patient also stated that "every time I move it does, it keeps me awake. " the patient reported that the ICD is "too close to the skin, when I turn or stand up it flips on its side," and "my health has declined, my heart doesn't beat as well as it should." The patient state her doctor has offered to go back in and "move it." Communication attempts with the clinic for additional information were unsuccessful. According to manufacturer records, the device remains in use. No patient complications have been reported as a result of this event.